Event description:
The initial reporter received a questionable gluc3 glucose hk gen.2 assay result from one patient sample tested on the cobas 6000 c501 module. The initial result was 3 mg/dl. The repeat result was 108 mg/dl. The initial result was questioned as it did not match the previous findings and was deemed implausible, prompting the patient sample to be rerun.

Manufacturer narrative:
The reagent lot number is 849806. The expiration date was requested but not provided. Reagent issues were excluded as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module and found the sample probe not rebounding optimally. He replaced the sample probe including the cover and guide. He performed a precision check with unsuccessful results. He then replaced the ultrasonic mixer valve and syringes; the repeat precision check was successful. Qc was performed with successful results. The investigation determined the event was due to a component-related (wearing of parts) issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.